Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v609387, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The consumer via a health care provider (hcp) reported that the patient's implantable neurostimulator (ins) was not working. No symptoms, intervention, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.